Event description:
The technician alleged the brake casters would not boot up. No pt impact.

Manufacturer narrative:
The technician replaced the brake bushings and block tops screw, resolving the issue.